Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal resection on an open colectomy, the stapler was able to fire, but the jaws of the device locked on tissue and the surgeon had to force it to unlock the jaws. There was no patient injury.